Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It is reported that after use of the unspecified bd tube the customer experienced erroneous electrolyte results. The following information was provided by the initial reporter: post-market survey verbiage, -"we have experienced electrolytes imbalance that are inconsistent with the patient's diagnosis. It may be due to blood drawn in one tube and was transferred to another tube pre-analytically."

Event description:
Material no. Unknown, batch no. Unknown. It is reported that after use of the unspecified bd tube the customer experienced erroneous electrolyte results. The following information was provided by the initial reporter: post-market survey verbiage, -"we have experienced electrolytes imbalance that are inconsistent with the patient's diagnosis. It may be due to blood drawn in one tube and was transferred to another tube pre-analytically."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.